Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that her controller was getting so slow that it takes nearly 5 minutes to get the bolus started. Patient stated she has had the controller replaced once and it would deliver a bolus in 30 seconds and within a week it was a minute and a month it was 2 minutes and now it had been longer. Agent walked patient through how to clear the data and patient was able to get a bolus much faster. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned the samsung phone did not stay charged. Agent transferred to healthcare it (hcit) for this. Patient bolus information: 8 per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the device was very slow when they request a bolus. They had gone through this before where they 'deleted things' but was not doing any difference. Agent attempted to clarify the issue. Patient said when they request a bolus the loading screen will get stuck at 90. Agent reviewed information. Agent walked the patient through clearing the data and had patient to connect to the myptm app. Patient said the retrieving settings screen always loads up very quick, but when they request a bolus that's where it get stuck at 90. Patient said their lockout showed 16 mins and they already cleared couple of things but did not make any difference. Agent instructed patient to monitor the issue on their next bolus and would call back if the issue persists.